Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Subject: (B)(6). Stryker pegasus study. Non-union (no bone consolidation within 6 months). 6 month visit; CT (B)(6) 2025; x-rays (B)(6) 2025. Update during visit on site: the site will be updating the term from nonunion to ¿delayed healing.¿ bone consolidation eventually was achieved as noted on the 12 month visit on (B)(6) 2025.